Event description:
A customer contacted beckman coulter inc. (Bec) stating that the shear valve (t-valve) was leaking above the chemistry cartridge (cc) syringe in the unicel dxc 800 pro synchron chemistry analyzer. The customer stated that it was seated properly. No injury or operator exposure was reported in this event.

Manufacturer narrative:
The customer changed the valve and no further issues were reported. Service was not dispatched as the issue was resolved by the customer. (B)(4).